Manufacturer narrative:
The device was returned for evaluation. A lot history review was performed. The investigation confirmed for misfire, difficult to advance, difficult to deploy, and fracture. A root cause could not be determined. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fel09100 endovascular stent graft allegedly experienced difficult to deploy, fracture, misfire, and difficulty advancing to the target lesion. The patient's age, weight, and gender were not provided. This information was received from one source. There was no reported patient injury.